Event description:
This patient underwent pta procedure of the left internal carotid artery. There were mild calcification and no vessel tortuosity, the rate of stenosis was 82%. The angioguard's delivery and stent placement (precise) were successful. Pre-dilatation (3.5 mm, 7 atm) and post-dilatation (5 mm, 8 atm) were performed with balloon catheter (brand unk). During the procedure, the patient's blood flow stopped and developed tia with symptom of paralysis on his right side of the body. Soon the blood around the target lesion was suctioned by an aspiration catheter (export, medtronic). The blood flow returned to normal and the paralysis was disappeared 20 minutes later. The debris was confirmed within the filter basket of the ag after the removal from the patient body. According to the physician, the debris might have led the patient to this event. There was no neurological symptom on the patient and he is out of the hospital now.

Manufacturer narrative:
During the procedure, the patient was on anti-coagulation and heparin sodium. No information was available for the baseline act, but during the procedure, the act was 388 seconds. The diameter of the target vessel was 0.7 mm and 15 mm long, and the vessel diameter where the angioguard was placed was 4.3 mm. For both cordis products, all (IFU) instruction for use guidelines was followed at all the times. The patient had asymptomatic carotid artery stenosis. Medication given pre, intra, and post procedure consisted of the following: intra: heparin sodium. Since prior to the procedure (up to now): aspirin and clopidogrel. The product was not returned for analysis. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event, which is associated with mfg report # 96160699-2009-00646.